Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 08-jan-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. During the insertion procedure, the first insert could not be released (batch d31444), the second insert broke (batch d40627) and the third insert also could not be released (batch d40627). The insertion was correctly performed with a fourth insert. The reporter did not have any information regarding the patient. He reported that there was no consequence for the patient. Company causality comment: this is a medically confirmed spontaneous case report that refers to a female patient of unspecified age who had an attempt to have essure (fallopian tube occlusion insert) inserted and the second insert broke. This insert was removed and another one was placed. There were no consequences to the patient. Device breakage is unlisted in the reference safety information for essure. Considering that device breakage occurred in association with essure insertion procedure, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as although the reported device breakage did not lead to death or serious health deterioration, it might have led to it under less fortunate circumstances. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up received on 03-mar-2016. No further information was provided despite follow up attempts. Follow-up received on 24-mar-2016: health authority reference number was received ((B)(4)). Company causality comment: this is a medically confirmed spontaneous case report that refers to a female patient of unspecified age who had an attempt to have essure (fallopian tube occlusion insert) inserted and the second insert broke. This insert was removed and another one was placed. There were no consequences to the patient. Device breakage is unlisted in the reference safety information for essure. Considering that device breakage occurred in association with essure insertion procedure, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as although the reported device breakage did not lead to death or serious health deterioration, it might have led to it under less fortunate circumstances. A product technical complaint analysis is being sought. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Follow-up received on 23-jun-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). (B)(4). Lot number b42249; manufacturing date: 17-jun-2013; expiration date: 30-jun-2016. Lot number d31444; manufacturing date: 20-nov-2014; expiration date: 28-nov-2017. Lot number d40627; manufacturing date: 15-dec-2014; expiration date: 28-dec-2017. Two devices were found in good conditions, but the third device was found damages in micro- insert (stretched) plausible has problems detachment difficulty. This device has label attached. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint, system 1: the device lot number d40627 was found unopened. Visual inspection was performed and it was confirmed that all components are present, IFU steps were not initiated, inner catheter and delivery wire bonds were cured, no damages were observed on delivery catheter. This failure is unconfirmed since IFU were not initiated therefore a correct deployment and detachment of the micro-insert is not possible. As part of the investigation process, IFU steps were completed by rqu and it was confirmed that micro-insert was deployed and detached without any inconvenience. System 2: visual inspection was performed and it was confirmed that all components are present, IFU steps were not initiated by physician, inner catheter and delivery wire bonds were cured, the micro-insert was still attached and un-deployed from the system, therefore measurement of the landing area is not possible, micro-insert was found damaged (stretched), the introducer was found broken, this failure is unconfirmed since IFU were not initiated therefore a correct deployment and detachment of the micro-insert is not possible. As part of the investigation process, IFU steps were completed by rqu and it was confirmed that micro-insert was deployed and detached without any inconvenience. System3: visual inspection was performed and it was confirmed that all components are present, IFU steps were completed by physician, micro-insert was found damaged (stretched) no damages were observed on delivery catheter. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-jun-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this is a medically confirmed spontaneous case report that refers to a female patient of unspecified age who had an attempt to have essure (fallopian tube occlusion insert) inserted and the second insert broke. This insert was removed and another one was placed. There were no consequences to the patient. Device breakage is an anticipated event according to the technical analysis. Considering that device breakage occurred in association with essure insertion procedure, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as although the reported device breakage did not lead to death or serious health deterioration, it might have led to it under less fortunate circumstances. According to the product technical complaint analysis, based on the available information a product quality defect could not be confirmed but is considered plausible. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.